Event description:
The customer alleged they received questionable carbohydrate antigen 19- 9 (ca 19-9) results for one patient on their e602 analyzer. The patient's initial, non-diluted sample result was 244.6 u/ml. The sample was repeated with a 1:10 dilution and the result was 546.7 u/ml. The customer then repeated the sample without dilution and the result was 263.4 u/ml. The sample was repeated with a 1:2 dilution and the result was 330.4 u/ml. The sample was repeated with a 1:4 dilution and the result was 447.2 u/ml. The sample was repeated with an 1:8 dilution and the result was 588.72 u/ml. The sample was repeated with a 1:16 dilution and the result was 775.68 u/ml. Per the package insert, a 1:10 dilution is the only dilution recommended. It was unknown if any results were reported outside the laboratory. No adverse events have been reported. The ca 19-9 reagent lot number and expiration date were not provided. The sample was returned for investigation. The same high result as the customer was obtained for ca 19-9. The sample was treated with neuraminidase, and the ca 19-9 was undetectable. The cause of the discrepant result was not a non-specific reaction.

Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
An interference was not identified as the root cause of the non-linear dilution behavior seen in this specific sample. The ca 19-9 antigen tends to aggregate and this may lead to the non-linear dilution behavior for certain individual samples. This behavior is covered in the package insert.